Event description:
It was reported that the fiber started forward firing at 145,015 joules after 27 minutes of the photoselective vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber started forward firing at 145015 j after 27 minutes of the photoselective vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. The reported allegation was confirmed. The total internal reflection was misaligned with the firing window, indicating glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Functional testing to verify the forward firing output rate showed is below the threshold for potential patient harm. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including glass/metal cap misalignment due to glue failure. Based on analysis results, the interaction between the user and device caused or contributed to the reported event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the fiber started forward firing at 145015 j after 27 minutes of the photoselective vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber identified that the forward firing rate was below the threshold for potential patient harm.